Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring, and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir could not lock in place. The insulin pump passed idle current test, run current test, self test, off no power test, reset error test, prime test, excessive no delivery test, displacement test and rewind. The basic occlusion test and occlusion test could not be performed due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the reservoir o-ring fell out during a set change. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.